Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented suffering from infection. The cause of infection was unknown. The system was explanted. The patient was stable prior, during and post procedure.